Event description:
The customer reported that the surgeon tapped with the 22.5 tap and did not completely insert the instrument believing he had in his hand the 23/28 biosteon tap with the etch mark. When he went to implant the biosteon screw it was approx 70% in when the proximal portion screw broke. The graft was identified to be solidly fixed and the surgeon went on to complete the case in the usual fashion.

Manufacturer narrative:
Suspected root cause: the surgeon used an old style 22.5 mm bioabsorbable tap for the 8 x 23mm screw.